Event description:
It was reported that the insulin pump alarmed motor error four times within one week, during bolus and basal deliveries. The customer's blood glucose was 355 mg/dl, which was treated with a bolus delivery. The customer does not use the sensor feature. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime test due to faulty force sensor. No motor error alarm noted. Motor passed motor test. Insulin pump received with normal operating currents. No unexpected low battery alarm noted. Insulin pump had a cracked case at display window corners, reservoir tube lip and minor scratches on display window.